Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported there have been several reports from the surgery center and anesthesia team of IV sets disconnecting from the manifold and leaking during patient use. The users have reported loose connections on the 3 port stopcock and they have been instructed to tighten all connections prior to use per the directions for use.